Event description:
There was no pt involved in this event. The device malfunctioned as it was switching on automatically.

Manufacturer narrative:
The device records 64 log entries between the (B)(6) 2007 and (B)(6) 2014. On (B)(6) 2012 the device failed a self-test due to a low battery and continues up to and including the last log entry on (B)(6) 2014. The investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute time outs recorded in the history log, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. No fault was found with the returned device and no pad-pak was returned for investigation it can be concluded that the self-test fails occurred as a result of a genuinely depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.